Event description:
User received low sodium results for an unk number of pt samples. The following 15 examples were provided. Sample 1 was repeated 15 times in 2008 with a low result of 119.13 mmol/l and a high result of 142.04 mmol/l. Sample 2 performed the next day, initial result of 125.08 mmol/l, repeat result 145.64 mmol/l. Sample 3 was repeated 52 times the following day with a low result of 123.38 mmol/l and a high result of 143.02 mmol/l. Sample 4 was repeated 11 times the same day, with a low result of 123.99 mmol/l, and a high result of 142.81 mmol/l. Sample 5 was repeated 26 times three days later with a low result of 119.31 mmol/l and a high result of 149.80 mmol/l. Sample 6 was repeated 4 times the next day, with a low result of 124.36 mmol/l, and a high result of 134.31 mmol/l. Sample 7 was repeated 6 times the same day, with a low result of 121.20 mmol/l, and a high result of 151.61 mmol/l. Sample 8 was repeated 35 times the next day, with a low result of 119.78 mmol/l, and a high result of 136.41 mmol/l. Sample 9 was repeated 33 times four days later, with a low result of 123.27 mmol/l, and a high result of 140.20 mmol/l. Sample 10 was repeated 13 times on the next day, with a low result of 121.23 mmol/l, and a high result of 148.35 mmol/l. Sample 11 was repeated 5 times the day prior, with a low result of 127.53 mmol/l, and a high result of 146.34 mmol/l. Sample 12 was repeated 3 times the following day, with a low result of 132.22 mmol/l, and a high result of 139.55 mmol/l. Sample 13 was repeated 7 times three days later, with a low result of 130.68 mmol/l, and a high result of 140.04 mmol/l. Sample 14 was repeated 18 times four days prior, with a low result of 125.75 mmol/l, and a high result of 148.06 mmol/l. Sample 15 was repeated 7 times ten days after original date, with a low result of 128.85 mmol/l, and a high result of 140.01 mmol/l. No information was provided to determine which results were reported or if pts were adversely affected. If additional information is received, appropriated notification will be provided.